Event description:
Sales consultant reported during a coronary artery bypass surgery and midline sternotomy procedure performed on (B)(6) 2013, the surgeon was closing the sternum at the end of surgery and the sternal zipfix application instrument failed to operate and would not tighten when being used. The surgeon had an immediate zipfix gun available since the hospital has four zipfix instruments on the cardiac cart in the surgery room. There was no time delay in surgery. There were no consequences to the patient. No further information was made available. Sc provided confirmation of the date of awareness as (B)(4) 2013 through e-mail communication on (B)(4) 2013. This is 1 of 1 report/s for (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history review was conducted. The manufacturing documents were reviewed and no complaint related issues were found. No part received for DHR review, therefore, DHR review is deemed to be indeterminate. Device has been received; evaluation anticipated, but not begun.

Manufacturer narrative:
Upon further review, synthes USA determined the complained event was reported in error. Synthes USA is retracting report #8030965-2013-04720.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information received on 9/17/13 (not previously reported). Product development evaluation completed on a second generation instrument. The handling test with 3 implants did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instrument as per the design intent. No design related issues or deformations could be identified on the returned instrument. The manufacturer evaluation completed, the device was received for evaluation with no visible damages. No deviations to the specification were found and the device passed the required functional test successfully. Upon further review, of the complaint it was determined synthes USA on 10/28/13 that the complained event should remain reportable.